Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found that the sensor electrode was broken bent. The customer's blood glucose was 310 mg/dl at the time of incident. The customer also reported that they had blood at site and sensor was having inaccurate reading. The sensor will be returned for analysis.